Event description:
It has been reported to philips that the image on the flex monitor was being cut and returned for two to three seconds from time to time. No patient harm reported. The procedure was completed. It was reported the connection with flexvision pc is lost. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of system log files also showed lost connection with flexvision pc. Upon functional testing fse identified faulty dvi matrix switch was causing the lost connection with flexvision pc. The fse replaced dvi matrix switch. After this, the device was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.